Manufacturer narrative:
The device will not be returned for evaluation. This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
An aviator plus .014¿ 4.0 x 20 142cm balloon catheter (bc) burst during inflation. Additionally, the aviator plus balloon catheter was expired. There was no report of patient injury. The device was returned for analysis. A non-sterile aviator plus .014¿ 4.0x20 142cm balloon catheter was returned. Per visual analysis, the balloon appeared to have been previously inflated and deflated. Per microscopic analysis a pin hole was observed at distal end. No other anomalies were observed. A leak test revealed a leak in the distal end of the balloon. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the balloon burst. The internal surface and marker bands did not show any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot r0109187 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the pin hole could not be determined during analysis. Based on the very limited information available for review, vessel characteristics (unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. The reported ¿packaging/pouch/box-expiration date exceeded¿ was not confirmed since the expiration date verification was performed and it was concluded that the expiration date was within the specified requirements at the time of sale. As the event date was not provided it is not possible to confirm whether the product was expired at the time of usage. According to the instructions for use ¿use the device prior to the ¿use by¿ date specified on the package.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
An aviator plus .014¿ 4.0 x 20 142cm balloon catheter (bc) burst during inflation. Additionally, the aviator plus balloon catheter was expired. There was no report of patient injury. The device was returned for analysis. A non-sterile aviator plus .014¿ 4.0x20 142cm balloon catheter was returned. Per visual analysis, the balloon appeared to have been previously inflated and deflated. Per microscopic analysis a pin hole was observed at distal end. No other anomalies were observed. A leak test revealed a leak in the distal end of the balloon. Per sem analysis the external surface revealed evidence of scratches and abrasion marks that could be related to the balloon burst. The internal surface and marker bands did not show any evidence of damage. No other anomalies were found during the analysis. A device history record (DHR) review of lot r0109187 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst (peripheral)¿ was confirmed through analysis of the returned device. The exact cause of the pin hole could not be determined during analysis. Based on the very limited information available for review, vessel characteristics (unknown) may have contributed to the burst as evidenced by abrasions noted on the outer surface during analysis. The reported ¿packaging/pouch/box-expiration date exceeded¿ was t confirmed. The expiration date verification was performed and it was concluded that the expiration date was within the specified requirements at the time of sale. However as the event date was provided it is possible to confirm that the product was expired at the time of usage, and as such the event is user related. According to the instructions for use ¿use the device prior to the ¿use by¿ date specified on the package.¿ neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective/preventive action will be taken.

Manufacturer narrative:
This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, an aviator plus .014 4.0 x 20 142cm balloon catheter burst during inflation. There was no report of patient injury. The device will be returned for analysis.